Event description:
The surgeon inserted a 24.0 diopter cq2015 three piece collamer lens and the trailing haptic was torn by the injector. The lens was removed without enlarging the incision and no sutures were required. Another cq2015 lens was implanted. There was no patient injury reported.